Manufacturer narrative:
Date of explant should have been (B)(6) 2019 rather than (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14413. Related manufacturer reference number: 1627487-2019-14414. Related manufacturer reference number: 1627487-2019-14416. It was reported the patient is not receiving effective therapy due to high impedances. As a result, surgical intervention was undertaken and a octrode lead, one quad lead and extension was explanted and replaced. Effective therapy was restored postoperatively. Note: as it is unknown which quattrode lead was replaced, both devices are being reported on.